Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported she did not receive her replacement adc freestyle libre 2 reader and she had a medical event. Initially, the customer called on (B)(6) 2021 to report that an error 2 message was received on the reader. A replacement device was ordered however, the customer called back on (B)(6) 2021 to report that the replacement device was not received. As a result, the customer experienced a loss of consciousness and received glucagon from her husband as treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported she did not receive her replacement adc freestyle libre 2 reader and she had a medical event. Initially, the customer called on 6-jul-2021 to report that an error 2 message was received on the reader. A replacement device was ordered however, the customer called back on (B)(6) 2021 to report that the replacement device was not received. As a result, the customer experienced a loss of consciousness and received glucagon from her husband as treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The built-in self-test was performed on the returned reader and all tests passed. The ER-2 message was not observed, therefore this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.